Event description:
It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system via a horizontal incision near the vaginal cuff on (B)(6) 2011 during an anterior repair procedure. During a check-up six weeks after the implantation procedure (exact date unknown), the patient presented with minor mesh exposure. Reportedly, the physician will schedule a follow-up appointment with the patient to have the mesh trimmed (exact date unknown). The patient, who is over 18 years of age, is reportedly doing fine.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date.